Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in the spring of 2005 the patient visited her primary physician for scoliosis and also because she had some difficulty breathing and began to have some pain. On (B)(6) 2005, patient underwent a fusion procedure at an unknown level using rhbmp-2/acs. Following the surgery, patient's pain became worse. As a result, patient was bedridden for nearly two months, went to her high school graduation in a wheel chair, could not move her head, and was on high doses of narcotics for 3 months after the surgery. Patient is now in constant pain, whether sitting, standing, walking, or laying.

Manufacturer narrative:
(B)(4)

Event description:
The patient had only two post-operative visits, the last of which was (B)(6) 2008. She can no longer engage in the physical activity in which she used to, such as playing tennis and running. The surgeon used posterior surgical approach on the patient in the fusion surgery.